Manufacturer narrative:
A good faith effort (gfe) response was received confirming that there is a screen fault, and that the hospital equipment department repaired the screen, and the equipment returned to normal use and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a screen failure, unable to display and unable to use normally. The patient visited the department of respiratory and critical care medicine with a lung infection. At 09:00 on (B)(6) 2025, he suddenly had shortness of breath and blood oxygen saturation of 85%. The doctor ordered non-invasive respiratory ventilation. The nurse brought the supplies and consumables to the bedside. After turning on the machine, the power supply was normal, there was sound, but the display screen was faulty and could not be used normally. The spare ventilator was immediately replaced to ensure the safety of patient diagnosis and treatment, and then the equipment department was notified for maintenance. The device was not in use on a patient at the time of the reported problem was observed, it was being prepared to be used. The device was swapped, immediately replaced to ensure the safety of patient diagnosis and treatment, and then the equipment department was notified for maintenance. No further medical intervention other than the swap was provided to the patient, no delay was noted. The authorized service provider (asp) evaluated the device and could not determine the cause of the incident of the operational reasons. It may be that the device has been used for a long time, resulting in poor contact. Resolution and disposition are pending - investigation ongoing.